Event description:
It was reported that partial deployment of a stent occurred. During a peripheral angiogram of the superficial femoral artery (sfa), it was noticed that the distal edge of the 6x120x120 epic¿ vascular stent was deployed. This happened while they were preparing the device out of the box. They completed the procedure with a different epic¿ vascular stent that was the same size. There were no patient complications reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).